Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the system logs for the system serial number associated with this event was attempted. However, the search did not return any results in the procedure history aligned with the customer reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, the patient experienced clinical complications and hemodynamic changes, and the procedure was aborted. The patient was anesthetized, and ports were placed in the thoracic region without complications. The system had been docked for 1 minute and as the surgeon manipulated the master tool manipulators; the patient experienced hemodynamic changes and presumed st elevation, indicating a myocardial infarction. Upon observation of these changes, the anesthetist requested that the surgery be momentarily paused while the anesthetic team could perform an evaluation. A cardiology evaluation was requested, so the procedure was aborted and to be rescheduled, and the patient was transferred to the intensive care unit. The surgeon does not believe that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the event. There are no concerns about this event causing any long-term complications with the patient.